Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following an aborted shock during an arrhythmia due to the patient¿s rhythm returning to sinus. The device was interrogated, and noise resulting in oversensing was observed on the right ventricular (rv) lead, however the noise could not be reproduced with lead provocative maneuvers. Diagnostic imaging was performed, and no indications of rv lead damage were noted. The rv lead was capped, and successfully replaced. The patient was stable with no adverse consequences.